Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. The analysis identified superficial scratches, deformations & abrasions on the entire surface. The strike plate shows numerous impact marks suggesting the instrument saw a lot of use prior to the fracture. The fracture artifacts suggest a bending overload fracture. Review of device history records identified one related deviation: the plate fractured off of the handle due to a design flaw. Threads were added to resolve this issue. The device was released with no further deviations; therefore, the product was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacture and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of an acetabular cup, the strike plate of the inserter handle fractured. The procedure was completed with another inserter handle without patient injury or delay. Attempts have been made and additional information is unavailable.